Event description:
A report was received from (B)(6) stating that the device was leaking oil. It is known that this event did not occur during surgery. However, it is unknown if there was user or patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).